Manufacturer narrative:
Other device involved in this event: unk- battery / catalog number 1650de / expiration date: n/a. Not returned to manufacturer. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the controller switched to battery 2 when battery 1 was at 75% of its power capacity. The event could not be reproduced by manipulating the connections. The controller was exchanged with no reported patient impact or consequences.

Manufacturer narrative:
The controller serial (B)(4) was reported in error. The correct controller serial number is (B)(4). This event is already being captured under (B)(4) (3007042319-2017-01801). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching events. The controller (B)(4) and the battery (unknown serial number) were not returned for evaluation. Review of the controllers' manufacturing records confirmed that the associated device met all requirements for release.  A review of the battery's manufacturing documentations could not be performed since the serial number of the battery was not provided. Log files were submitted; however, they don't cover the event date. Failure analysis of the devices were not performed since the units were not returned. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching events are most often attributed to communication errors or momentary disconnections between the controller and batteries. The manufacturer has opened an internal investigation to evaluate momentary disconnections between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.